Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had no image and error code e315 (incompatible scope). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause e315(scope err unsupported scope) occurred due to corrosion on endoscope connector, and no image occurred due to damage on charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.